Event description:
Event description guidant received information that this ventricular lead has been implanted for one day. At the implant, the threshold was 1.2 volts with an impedance of 970 ohms. Today the threshold is 5 volts and the impedances are 1500-1700 ohms. There is a loss of capture. The caller indicated that, at the implant, the lead was difficult to position. It took 3-4 times to place the lead. During an invasive procedure, the lead was cut by accident when attempting to loosen the suture sleeve. The lead was explanted/replaced and returned for analysis.